Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact to customer's blood glucose. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.